Event description:
During a laparoscopic cholecystectomy procedure, the device locked and could not use anymore clips. The device jammed. There was no pt consequence. A new device was used to complete the procedure.